Event description:
It was reported that during a total knee replacement, that the blade broke at the mount and at the cutting end. It is further reported that all pieces were retrieved are another blade was used to complete the procedure successfully. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Device in transit to manufacturer and will be evaluated upon receipt. The manufacturing record for this product was reviewed. No issues were identified that may have contributed to the event.